Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The review of the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a lumbar fusion at l3,l5 the tip broke off the t25 stardrive shaft (from matrix) long, part # 03.632.072. The tip got stuck in the locking cap. It was dislodged with ease and there was no delay in surgery. There was a backup in the or and patient outcome was successful. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device. The long t25 stardrive shaft for matrix (03.632.072 lot 7621239) was received with a fractured distal tip. Otherwise, the instrument is in good condition. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The product did fail, so the complaint is confirmed. A root cause was unable to be determined with the provided complaint description. The complaint condition of a broken tip is consistent with the application of excessive torque, by not utilizing a torque limiting device when inserting/removing the locking caps. This would allow excessive torque to be applied which could cause the tip to break. The device is determined to be suitable for its intended use. No design or manufacturing deficiencies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.